Manufacturer narrative:
The customer contacted a siemens customer care center. Quality controls were within acceptable range. A siemens technical application specialist (tas) was dispatched to the customer site. The tas performed system correlation using patient samples, which was acceptable. There are no reports of additional discordant results. The cause of the discordant, falsely low vancomycin results on one patient sample is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
A discordant falsely low vancomycin result was obtained on one patient sample upon repeat testing on a dimension vista 1500 instrument. The sample was initially run on an alternate dimension vista 1500 instrument, also resulting falsely low. The discordant result from s/n: (B)(4) was reported to the physician(s), who questioned it. The sample was then repeated on an advia centaur instrument, resulting higher. The corrected result obtained on the advia centaur instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low vancomycin results.

Manufacturer narrative:
The initial MDR 2517506-2017-00899 was filed on 28-dec-2017. Additional information (19-jan-2018): a siemens technical application specialist indicated that the differences were between methodologies and both dimension vista and advia centaur systems gave lower results. A siemens headquarters support center (hsc) specialist reviewed the event data and indicated that dimension vista vancomycin and advia centaur vancomycin are not correlated and may exhibit differences on results. The cause of the discordant, falsely low vancomycin result on one patient sample is unknown.